Event description:
It was reported that during the procedure the right ventricular (rv) lead had high impedance and short interval counts (sic). A chest x-ray revealed it appeared that the wire is separated from the insulation/ body of the lead close to the can. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).